Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after an unspecified procedure. Reportedly, an unknown device failure occurred, the device "did not work correctly". Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The date of occurrence was estimated as (B)(6) 2014, the exact date was not remembered. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.